Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that a pin on the bolus socket was broken, which was the cause of the bolus dose issue. Additionally, the downstream occlusion (dso) seal was coming off, and the mainboard was defective, resulting in the pump showing error code 46446 on power up. The bolus socket was deemed to be a user related issue. The main board and dso seal were replaced.

Event description:
It was reported that bolus administration by patient not possible. There was unknown patient involvement. No patient harm/adverse event was reported.